Manufacturer narrative:
The following additional results were provided for the patient: 320.3 u/l for alkphos, 234.5 u/l for alat, 155 u/l for asat, 147.41 umol/l for t-bili, and 360 u/l for ggt. Investigations have determined that these high results indicate that the patient has massive liver damage. Patients with liver damage may show a negative bias. This is documented in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for ldl-cholesterol plus 2nd generation (ldl). The sample initially resulted as 2.48 mmol/l when tested on a c501 analyzer. It was stated that the sample was repeated several times using dilutions and different reagent lots on the c501 analyzer, resulting with values of 2 mmol/l to 2.5 mmol/l. No other specific data was provided. An erroneous value from the c501 analyzer was reported outside of the laboratory. The ldl result from the c501 analyzer was not believed to be correct due to a total cholesterol value of 12.0 mmol/l and an hdl-cholesterol value of 0.43 mmol/l. The hdl-cholesterol and total cholesterol values were confirmed by a siemens analyzer. The sample was repeated on a siemens analyzer, resulting as 11.0 mmol/l for ldl. The sample was also repeated on a third analyzer, resulting as 11.5 mmol/l for ldl. The model of the third analyzer is not known. The patient was not adversely affected. The ldl reagent lot number was 609280. The reagent expiration date was asked for, but not provided.